Event description:
It was reported that when using the bd pyxis¿ es server, two patients were stuck in pre-admitted status and were unable to be admitted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) was unable to find the patient on the server and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.